Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. A visual examination was performed. The gauge needle was reading 26atm. There was media in the flexcil line. A functional test of the complaint device was carried out using a bsc stopcock. The device locking mechanism test was completed where the plunger handle is rotated to achieve 26atm¿s. The needle would show an increase in pressure; but when pressure was released, the needle returned to 26atm. Gauge accuracy test was performed. The gauge was indicating 26atm. When pressure was applied to the encore device to have the gauge indicating at 2atm, the pressure indicator read 1170.6. When the pressure was released the needle returned to 26atm and the pressure indicator read 63.3 kpa. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the gauge needle was unable to return from 20atm. The target lesion was located in the coronary artery. A 26 encore balloon catheter inflation device was selected to inflate the concomitant device. During the procedure, upon deflation, pressure was applied up to 14atm; however, it was noted that the gauge did not return from 20atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the gauge needle was unable to return from 20atm. The target lesion was located in the coronary artery. A 26 encore balloon catheter inflation device was selected to inflate the concomitant device. During the procedure, upon deflation, pressure was applied up to 14atm; however, it was noted that the gauge did not return from 20atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.